Event description:
The patient reported that they sometimes smell a burning smell when charging the controller.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
In the case description, the user mentioned that the controller would smell like it was burning while charging. Inspection of the returned device found no evidence of thermal exposure. No damages were observed in or around the charging port that would indicate burning. The charging cable and charging adapter were returned with the controller. Inspection of the charging cable found no damages on either the usb-c end or the usb end. Inspection of the charging adapter found no damages. The controller was returned with the battery at 71% charged. The controller was plugged in using the returned cable and adapter and allowed to charge to 100% in an attempt to replicate the burning smell. The controller was plugged in for 1 hour and a burning smell was not produced. No abnormal heat was generated by the controller during charging. Inspection of the android log files downloaded from the device showed no evidence of the controller getting hot or overheating to produce a burning smell. The log files showed that the battery temperature never exceeded the upper limit of 40 degrees c. No evidence of the reported thermal event was found during the investigation. The device was found to function as intended.